Manufacturer narrative:
The returned device analysis confirmed the reported positioning failure associated with unable to curve. Additionally, it was observed that the ¿+¿ cable was broken at the skive area. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the observed ¿+¿ cable break resulting in positioning failure associated with inability to curve may be related to a potential product quality issue. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a prolapsed anterior. Due to insufficient height on the first transseptal puncture, a second puncture was performed. While applying the + knob, an audible sound was observed. While re-prepping the sgc, it was noted that it was unable to curve. Therefore, the device was replaced. Two clips were implanted. After deploying the second clip, tissue damage was suspected on the anterior leaflet, next to the first implanted clip. An additional clip was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.